Manufacturer narrative:
Additional manufacturing narrative: other, the product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted., other text: initial reporter phone # is entered as (B)(4) to meet the minimum allowable characters. Initial reporter phone # is: (B)(4).

Event description:
The customer reported the rad-8 does not alarm when on nurse call. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. No external defects were observed during visual inspection. The unit powered on and off using both battery power and ac power. Additional tests were performed and the nurse call polarity, as received, was set to "inverse" and correctly changed from short circuit to open circuit once the alarm limits were triggered. Both inverse and normal polarity were tested and found functioning as designed. Internal inspection found a damaged capacitor (c200) on the system board; however the reported issue was not duplicated. A service history record review reveals that this unit was in the field for over five (5) months with no previous reported issues related to this reported event. Initial reporter phone # is entered as "(B)(6)" to meet the minimum allowable characters. Initial reporter phone # is: (B)(6).

Event description:
The customer reported the rad-8 does not alarm when on nurse call. No consequences or impact to patient were reported.